Event description:
Additional information received from a reporter on 7/31/2020 for a report number mw5094757. Patient reported that she is having the following adverse events from her breast implant. She stated that over a year now pain in the left breast, some swelling in the lymph nodes and the breast. She said she is having difficulty breathing, to the point she cannot walk from her bedroom to the kitchen. She said at times it feels like she has sharper glass and it is painful. She has seen 3 plastic surgeons and they did not find it important to remove the entire scar "capsule" off of her ribs. She said she cannot find a doctor who can remove the implant in where she lives because of the type of insurance she has.

Event description:
I had a tightness in my left breast along with pain. Finally had an ultrasound in (B)(6) 2020 found masses, distortion, calcification, axillary lymph nodes enlarged on both sides. Then (B)(6) 2020 had a b-MRI with & with out contrast radiologist noted saw no cancer on report to follow up in one year. I did reach out to dr. (B)(6) at (B)(6) in (B)(6). But couldn't afford the first visit to be seen and further testing. So I had a video appointment with dr. (B)(6) (breast surgeon) of (B)(6) breast cancer center (B)(6) on (B)(6) 2020, she said I needed a mammogram. How was I supposed to get a mammogram with my breast swelling also so much tightness & pain? Mammogram doesn't see or detect bia-alcl so why put a patient through the pain of mammogram. She told me to follow up with the cancer center in my home town for a bracca mutation. But the (B)(6) cancer center in (B)(6) did not want to see me no diagnosis of cancer also covid19 not treating anyone. On (B)(6) 2020 went to plastic and reconstructive surgeon dr. (B)(6) in (B)(6) told me my breast had a grade 3 capsule contracture and the swelling and pain I was having since (B)(6) 2019 was my problem. Waiting on an appointment for removal of scar capsules and inamed mcghan style 468 textured saline implants that are causing a rare type of bia-alcl. Don't I need to have a pet-scan to see if it has spread? I had meme surgitek micro textured polyurethane silicone implants (in1988) that was leaking for 13 years before the inamed mcghan style 468 textured saline implants for 17 years, 32 years of highly textured implants please tell me that I can be tested to see if I have this man made cancer. Most doctors don't even test for bia-alcl when removing these implants that's why it's is so rare. Please help other women also doctors need to know what images need done. Can you help me to be tested for bia-alcl properly? FDA I need your help. Hope you can help me get some help on testing for cd30 and all the lab testing for bia-alcl so I will know and have peace of mind I do not have this man made cancer. Have had skin rashes, blurred vision, hashimoto's thyroiditis, migraines. High cholesterol, low vitamin d levels, difficulty breathing, chest pain, enlarged lymph nodes from time to time, diarrhea all the time with a lot of blood. FDA safety report ID #: (B)(4).